Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "345 thermistor error" was not reproduced. A review of the event history log revealed "error code 345" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream thermistor which was out of specification. The force sensor required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) . This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.